Event description:
Patient states that she is unable to perform manual priming since insulin is squirting out of infusion set tubing without pump piston being activated. Patient replaced infusion set and reservoir with new set and reservoir from same lot number and the malfunction recurred. Patient then resolved the problem by changing infusion set and reservoir with supplies from another lot number. Malfunction occurred prior to use.

Manufacturer narrative:
Unomedical received the complaint through (B)(4), the distributor of the infusion set. (B)(4). Evaluation summary: two used devices and 8 unused devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. Both samples also failed the flow test of the tubing. Unused devices: the unused devices were tested as the used devices. All 8 devices were within specifications. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaint related to the specific device resulted in no similar complaints for the involved lot number 8200650. No relevant deviations during manufacturing were recorded.